Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator system increased to 130 ohms. The capture threshold also increased. The shock impedance increase was gradual over time. Technical services recommended performing lead troubleshooting. The right ventricular lead remains in service and no adverse patient effects were reported.